Event description:
It is reported that the patient was revised due to fracture of the femoral component.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the x-rays provided do not reveal the area of fracture and could not be confirmed since the product is not returned. Also, the post-op x-rays (before fracture) provided do not give conclusive evidence of appropriate surgical technique followed. X-rays taken after the occurrence of the event shows that the femoral implant has moved/dislocated medially and is not conforming with the articular surface. The reason for this movement/dislocation is unknown. Patient build and activity level could have contributed to this event. However, without return of the product and its study/analysis, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.